Event description:
The customer contact reported a leak. On an unspecified date, the tubing set was being used to deliver an unspecified volume of total parenteral nutrition (tpn), via a gemstar pump. No specific programming parameters were provided. After an unspecified length of time at the end of the therapy, the patient's mother reported to the user facility that an unspecified volume of solution leaked at an unspecified location of the piercing pin of the tubing set. No specific details were provided. Reportedly, the solution leaked into the pump. It was reported that the leak was noted at the end of therapy; therefore, the tubing set was not replaced. The customer contact indicated that the leak of solution could have been due to a user error if the piercing pin was not properly inserted into the solution container. There were no reported adverse patient effects and no reported delay of therapy critical to this patient. No medical interventions were reported. Though requested, no additional information was provided.

Manufacturer narrative:
Testing and investigation is complete. The device was not received. During the investigation, no causes for the customer's reported complaint of leak could be determined. The device was not returned to hospira for testing and investigation; therefore, attribution of the issue to the device could not be determined. This report represents all the information known by the reporter upon query by hospira personnel.